Event description:
On 28-oct-2025, a company representative - service personnel contacted technical service to report that totalcare bariatric rental (product code p1840dre0001, serial number (B)(6)), had left siderail false latching. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the lockin pin needed to be lubricated. Per the baxter user manual: applying more than 100 lb (45.5 kg) of additional outward force on a siderail while a patient is laying against it may create an unstable bed situation. Care should be taken when the patient is against the siderail and outward force is used to move the patient. Failure to do so can cause personal injury. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in aug 13, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician repaired the lockin pin to resolve the reported event. Based on this information, no further action is required.